Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "after the catheter was inserted, the pump alarmed helium leakage . After checking, it was found that there was tissue fluid and blood inside the helium gas pipeline. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that "there was tissue fluid and blood inside the helium gas pipeline" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "after the catheter was inserted, the pump alarmed helium leakage . After checking, it was found that there was tissue fluid and blood inside the helium gas pipeline. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".